Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had a very poor image/no image, the image quality was grainy. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): instructions: evis eus ultrasound bronchofibervideoscope olympus bf-uc190f. Important information : please read before use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". "Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged". "Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result". "If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus". "Do not twist or bend the bending section with your hands. Equipment damage may result". "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage".